Event description:
In 2002, reporter alleges that a patient was injured from a jagged edge on the siderail cover. Patient needed a part number for the end cane and the top cane. Field investigation indicated that the injury was a cut on the arm.